Manufacturer narrative:
(B)(4). One device was returned and evaluated. Visual inspection found no defects. The device was activated multiple times on simulated tissue with acceptable results and a visual seal effect was observed. All seal cycles completed satisfactorily. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.

Event description:
The customer reported that during an ovariectomy, the device did not seal completely, although an endtone, indicating a completed seal cycle, was heard. Thick tissue was being grasped at the time, and only oozing/minor bleeding occurred, and there was no injury to the patient.